Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it felt like the device inside of them is angled out a little bit and not laying flat. Patient denied any trauma to implant site or falls. Patient reported they can feel all 4 sides of the implant but the bottom edge was harder to feel and feels deeper. Patient stated experiencing no discomfort. Patient stated this started probably about a week ago. The patient was redirected to their healthcare provider to further address the issue. Patient inquired about how soon they need to be seen for this. Agent reviewed role of patient services. Patient will follow up with their managing healthcare provider. Patient mentioned they will be traveling soon. Reviewed airport/security screening guidelines.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the tilted implant was not determined. Patient was planning on visiting their doctor soon. It was reported the issue was not yet resolved.